Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, yellow particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported, severe persistent pain to right side. Physician confirm, capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported severe, persistent pain to right side. Physician confirm capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.